Event description:
Olympus was informed that, "while the referenced device was being utilized, the patients complained during coagulation and jumped as if they were sensing current. The patients reportedly had significant bleeding episodes including arterial bleeding that could be controlled by other means. At least four patients were said to have been hospitalized and one of them had to be given blood transfusions."

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The exact cause of the users' experience could not be conclusively determine. The report is being submitted as a medical device report in an abundance of caution.